Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis for primary audible alarm post error. No physical damage was identified during the physical inspection. During analysis, the reported issue was able to be duplicated. Based on the evidence, the complaint was confirmed. Primary audible alarm post error was caused by the speaker. Service replaced the speaker and performed a pm maintenance and all functional testing. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
An out of the box failure was experienced. Charging internal failure was experienced which is a primary audible alarm post error.